Event description:
The reporting dentist informed (B)(6) on (B)(6) 2010, that three imtec mdi implants he placed in a pt on (B)(6) 2007, broke within the bone. The implants are located in the left upper jaw on the positions 21, 22, 23. The diagnosis of the fractured implants was made by a (B)(6) in the week before the dentist notified (B)(6). Per the dentist, the three implants were inserted in (B)(6) 2007, to additionally support an upper jaw prosthesis with 3 telescopic crowns on position 11, 12 and 13. On (B)(6) 2009, the teeth in positions 11 and 12 were extracted, respectively. The dentist reports that the implants fractured on (B)(6) 2009. At the date of this report, the apical fragments of the 3 implants are still in the upper jaw.

Manufacturer narrative:
(Method): the dentist provided details of the pt's treatment and current situation, as well as radiographs before and after the loss of the two teeth with telescoping crowns. Remnants of the fractured implants were returned to the local european office and, at the date of this report, are in the process of being forwarded to the us manufacturing site for further evaluation. Results and conclusions: based on the information from the dentist, the extraction of two of the three teeth in the upper jaw may have led to an overload of the implants place two years prior, resulting in the fracture one week following the last extraction.